Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 483 mg/dl. The customer was mentioned that there was blood on sensor. The customer did not provide the symptoms and treatment regarding high blood glucose. Troubleshooting was performed for site issue. The device will not be returned for analysis.